Event description:
It as reported that high pacing thresholds were observed on the left ventricular lead. No intervention or patient symptoms were reported. No additional information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.